Event description:
It was reported that an ilet user experienced persistently high glucose on pump for over 90 minutes with progressive elevation since early morning; the agent recommended changing the flex infusion set, but the user could not replace it immediately and planned to do so later, with the medical device problem and device component not further specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding the device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.